Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that during use of the trek balloon catheter to treat a mid right coronary artery with mild tortuosity and heavy calcification, the balloon ruptured at 14 atmosphere. Reportedly, there were no patient effects. Though requested, no additional event or patient information was provided.